Manufacturer narrative:
Device evaluation of battery packs sn (B)(4) has been completed. The reported problem (unable to power on monitor) has been confirmed. Upon investigation the batteries were unable to recharge or power on a monitor. The f1 fuse was open in both battery packs. The cause for the open fuses was excessive current. The root cause for the excessive current was unable to be positively identified. No adverse event resulted from the defective battery pack.

Event description:
A us distributor reported that battery packs sn (B)(4) were unable to power on a monitor.